Event description:
On 14th november, 2023 getinge became aware of an issue with one of surgical lights ¿ lucea 100. As it was stated, center cover on headlight was defective. According to the photographic evidence, the cover was cracked with missing particles and partially detached and taped. We decided to report the issue in abundance of caution as any part or particles falling off into sterile field or during procedure may cause contamination.

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. E1b event site name: (B)(6). H3 other text : device not returned to manufacturer.

Event description:
On 14th november, 2023 getinge became aware of an issue with one of surgical lights ¿ lucea 100. During preventive maintenance it was discovered that center cover on headlight was defective. According to the photographic evidence, the cover was cracked with missing particles and partially detached and taped. We decided to report the issue in abundance of caution as any part or particles falling off into sterile field or during procedure may cause contamination.

Manufacturer narrative:
Initial reporter: getinge technician. The correction of b5 describe event and problem deems required. This is based on the internal evaluation. Previous b5 describe event and problem: on 14th november, 2023 getinge became aware of an issue with one of surgical lights ¿ lucea 100. As it was stated, center cover on headlight was defective. According to the photographic evidence, the cover was cracked with missing particles and partially detached and taped. We decided to report the issue in abundance of caution as any part or particles falling off into sterile field or during procedure may cause contamination. Corrected b5 describe event and problem: on 14th november, 2023 getinge became aware of an issue with one of surgical lights ¿ lucea 100. During preventive maintenance it was discovered that center cover on headlight was defective. According to the photographic evidence, the cover was cracked with missing particles and partially detached and taped. We decided to report the issue in abundance of caution as any part or particles falling off into sterile field or during procedure may cause contamination. The correction of h3a device evaluated by manufacturer, h3b device not eval provide code, h3c if other provide code - explain fields deems required. This is based on the internal evaluation. Previous h3a device evaluated by manufacturer: no. Corrected h3a device evaluated by manufacturer: yes. Previous h3b device not eval provide code: other. Corrected h3b device not eval provide code: n/a. Previous h3c if other provide code - explain: device not returned to manufacturer. Corrected h3c if other provide code - explain: n/a. Getinge became aware of an issue with one of surgical lights ¿ lucea 100. During preventive maintenance it was discovered that center cover on headlight was defective. According to the photographic evidence, the cover was cracked with missing particles and partially detached and taped. We decided to report the issue in abundance of caution as any part or particles falling off into sterile field or during procedure may cause contamination. Based on the information collected, it was established that when the event occurred, the surgical light did not meet its specification and in this way the device contributed to event. The device was not being used for patient treatment upon the event occurrence. According to the information gathered, the issue was discovered during maintenance. As stated by the subject matter expert at manufacturing site, cracks located on the light head lower covers, at the edge of the on/off button, were detected during daily visual inspection, as recommended by the user manual. Based on the investigations the most probable root cause of the cracks is a combination of different factors: mechanical stress, use of inappropriate cleaning/disinfection products, or inappropriate cleaning and disinfection protocols. If the described failure occurs, the user can visually detect it during the daily checks to be performed prior to each use, or during preventive maintenance. In this case, the user would contact a getinge representative to replace the defective covers of the affected device. For cleaning, the IFU informs the user to not use aggressive and abrasive products. During disinfection, it is prohibited to spray the disinfectant solution directly on the device and to use inappropriate disinfectants. To prevent any incident the lucea 50-100 user manual mentions: ¿check the light heads for chipped paint, impact marks and any other damages¿ during the daily inspections. Getinge shall continue to monitor for any further events of this nature and do not propose any further action at this time.